Event description:
It was reported that there was an apparent lead fracture. The lead integrity alert was triggered. It was also noted that during the lead extraction all the leads were knotted in the pocket indicating twiddlers syndrome. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, the distal and defibrillation conductors were distorted, the outer tubing was kinked/buckled and had a non-electrical environmental stress cracking breach, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the exposed defibrillation coil had a white substance on it, and there was blood/body fluid noted on the outer tubing overlay; full lead in segments returned and analyzed.